Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer stopped outputting midway. When the subject device connecting section was unplugged, it didn't grayed out, and it didn't respond even when inserted into a slot. The issue was found during a therapeutic laparoscopic colectomy procedure. The intended procedure was completed with the same device. There were no reports of patient injury or harm].